Event description:
Information was received indicating that a motor rate error occurred on a smiths medical medfusion® 3500 syringe pump. There were no reported adverse effects.

Manufacturer narrative:
One medfusion pump was returned for analysis in damaged condition. The top case was found to be cracked by the tube holder and right plunger case with chipping noted by the left bottom corner. Motor rate error was indicated upon review of the event history log. Occlusion test was performed; duplicating the motor rate error. Based on the evidence, normal wear was found to be the root cause as the combination of multiple drive train components along with the main pc board.